Manufacturer narrative:
Device logs, cgm data, and delivery history were reviewed. The ilet delivered a usual breakfast dose followed by automated correction insulin in response to rising glucose. No malfunction alerts, motor errors, or system failures were identified, and the device functioned as designed. Training notes indicated morning exercise and delayed meal announcements may have contributed to the hypoglycemic event. The user met with their cds, and no factory reset was required. The event was not attributed to device malfunction. Findings support proper device performance, and the case will be documented and trended per risk management procedures.

Event description:
It was reported that after breakfast the ilet delivered 10 units of insulin and the user experienced a low glucose reading of 63 mg/dl; ems advised hospital evaluation, and internal log review by support did not identify a device malfunction, with further review and consultation planned to assess possible maladaptation and the need for a factory reset. Symptoms included hypoglycemia. Outcomes included medical attention advised and oral glucose administration. Investigation included review of device logs and consultation with clinical and technical support. Investigation of this case revealed no evidence of a device malfunction in the available logs. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.